Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patients scs ipg site was bothersome, consequently, the patient's physician moved the ipg pocket site more on the patient's flank approximately four inches from the original site. Postoperatively, the patient stated the new site felt significantly better.